Manufacturer narrative:
The device was received for evaluation and was found in good physical condition with no signs of damage. The device was powered up on a/c. The cassette test was completed without any issues. The device completed a full pvt without issue. The device was run at 20ml/hr for 30 mins. The device completed delivery with no issue. The device alarmed audibly after 1 hour volume to be infused (vtbi) complete as expected. The alarm logs were downloaded. N230, n232 - proximal air alarms, and e458 - broken distal pressure pin alarms were confirmed in the log review. The proximal and distal pressure sensor pins were examined and found to be in good condition. Broken distal pressure pin alarms at the time of the delay in therapy were confirmed in the history but not replicated when running the customer protocol or during pci testing. There was no fault found with the device. The probable cause could not be determined. The manufacturing device history review (DHR) was reviewed, the device passed all testing and no issues were recorded.

Event description:
The event involved a plum 360 infusion pump. The event occurred at 01:30 and involved a patient in the critical care unit with good evolution, however, with a tendency to hypotension with vasoactive bic support of noradrenaline at a rate of 14 ml/hr. The patient presented with progressive hypotension and needed an increase of the noradrenaline dose, however, it was not effective. The patient was then placed in trendelenburg position. At 01:55 the pump alarmed for proximal air, however, no air was evidenced neither in the circuit nor in the cassette. Nevertheless, back priming of the tubing was performed. The customer reported immediately a message of ¿turn off or restart the pump and if not effective replace the pump¿ appeared. The patient¿s systolic blood pressure reached 55, so noradrenaline in a second dilution bolus was administered to the patient and at the same time the pump was turned off and turned on again as indicated by the message on the pump. The customer provided photos of the pump's screens with messages e458 (broken distal pressure pin), n232 (proximal air a, backprime), and n230 (prox air, backprime). The customer reported from then on the pump continued to work properly. No other information was provided.